Event description:
Event description cpi received information that this endotak dsp lead was removed from service. During a routine follow-up procedure the lead's intracardiac ECG was not normal. When the pocket of the generator was pressed and moved the same ECG likewise appeared not normal.